Event description:
This patient had a groshong catheter placed in the left subclavian in 2008. The catheter began leaking. On two days later, the physician took the catheter out intact and without difficulty. A new groshong catheter was inserted without difficulty.